Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an interventional left heart catheterization procedure. Reportedly, a suture break occurred when advancing the knot using the knot pusher to the arterial wall. Hemostasis was achieved using manual arterial compression. A 6fr sheath was used. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.